Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and deflection test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed that the tip was found broken and stress marks were observed in the broken area. The t-bar and internal components were exposed. A deflection test was performed, and the deflection curve was not within specifications. A manufacturing record evaluation was performed for the finished device 31566551l number, and no internal actions related to the reported complaint condition were identified. The tip condition could be related to the deflection issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the broken tip could be related tot he excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. The instructions for use (IFU) contain the following information: adjust the radius of curvature as necessary by manipulating the thumb knob. Pushing the thumb knob forward causes the catheter tip to curve; pulling the thumb knob back straightens the catheter tip. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping eco catheter and post procedure the bwi product analysis lab identified that the tip was broken and there were stress marks in the broken area. During the procedure, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient.